Event description:
It was reported that on (B)(6) 2021, an 18mnm amplatzer amulet left atrial appendage occluder was selected for implant. The patient had a difficult anatomy to evaluate because optimal imaging could not be obtained. Despite several attempts - 1 retraction, optimal device placement could not be achieved. Then, the patient's systolic pressure dropped below 100mmhg and pericardial effusion was observed. Pericardiocentesis was performed, as well as protamine administration. No device was ultimately implanted and the patient exited the room with a stable pericardial effusion. The user suspected that the cause of the effusion was "keeping the amulet in partial deployment (ball formation) in the laa as we tried to visualize using ice." A significant procedure delay was reported, although no device malfunction was reported. The patient was reported to be in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of "the patient had a difficult anatomy to evaluate because optimal imaging could not be obtained", "optimal device placement could not be achieved", and pericardial effusion was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.